Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon plugging the hemopro device into the extension cable, the power supply began beeping. After placing the hemopro into the cannula and incision, the device immediately created a large amount of smoke in the tunnel. The device was removed from the incision. The tips of the device appeared to be hot and smoking. Upon further inspection, a small segment of the silicone boot was observed to be missing. The piece had detached and fell into the patient; it was visible through the short port btt and was retrieved through the original incision. A replacement device was used to complete the procedure with the same extension cable. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).